Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at 100ml/hr and 10ml and the pump tested in specifications. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Customer reports over infusion. Infusion ended early with syringe empty alarm, but reading up to 10 mls still to infuse. They do not use library function as they are a pediatric center and the choices of strengths on the same drug are too varied. They do use mls over time. She was not sure what was being used at the time of the over infusion, she reports use 60 ml syringe and the faster the rate the more difference is noted. There were no injuries or changes in patient status.